Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the unit alarmed with several errors, including "e21" and "e80." The customer cleared the errors and restarted the unit. Error "e80" remained active. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect device, a sipap, and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to a blown speaker that was reading no impedance causing an e80 error code.